Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. . The device is fractured through the weld that holds the handle and strike plate together. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
The device will be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(4).

Event description:
It was reported that during the procedure, the strike plate on the broach handle fractured while the surgeon was striking it. The procedure was completed with a different handle and no patient injury or delay was reported as a result of the event.